Event description:
The customer reported that a ventilator experienced a blower temperature high displaying a (1122) error code during clinical use. The device was providing treatment at the time the issue was discovered. An unspecified covid patient was placed on a v60 ventilator. This patient was breathing at a rapid 60 breaths/minute when the ventilator (serial#(B)(4)) began alarming. As a result, the patient was removed from the ventilator and placed on another v60 ventilator (serial#(B)(4)) and the same issue occurred. An (1122) blower temperature high error code was given. As a result, the facility provided high flow therapy via another method. There was no patient harm, death, or serious injury reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue, however, could not duplicate it. The two ventilators were tested and ran at the highest settings for 24 hours and the reported issue of high blower temperature could not be duplicated. As a result, the customer confirmed full functionality of the ventilators and returned them to service. No parts were replaced. No other anomalies were reported.